Event description:
During nocturnal hemodialysis sessions, a pool of blood with blood clots was observed in the patient's bed at his right arm. Venous line connected to the intranule, stung in the arteriovenous fistula of patient, disconnected and blood flowed through the entire area while patient was asleep. No specific treatment in this case because the patient's blood test was normal. No further information was provided.

Manufacturer narrative:
Manufacturer investigation result on retained samples only, no bloodtubing set sample returned. Device not returned to manufacturer.